Event description:
Ge optima scanner would not process any images after the first 16. Unsure whether pt was scanned. Scanned patient again and scanner would not process any images. Images were processed after shutdown and restart.